Event description:
It was reported that in preparation for the procedure, the patient had been sedated with anesthesia. Upon entering the operating room (or) for the procedure, after the console was turned on they immediately saw that the case saver error was received. The physician determined that he would not be able to use the console for the procedure, so the procedure was cancelled. A fiber had never been connected to the console. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.